Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a transvaginal tape (tvt) procedure performed on (B)(6) 2009. According to the complainant, post procedure, the patient presented with painful urination and bladder pain.